Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported noise during protective sheath removal could not be replicated in a testing environment as it was based on operational circumstances. However, the returned device revealed a separated outer member. Based on the visual analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during preparation, when the yellow dual layer sheath was removed from the device, for use in a planned proximal circumflex artery interventional procedure, there was a 'pop' noise heard and the device was thought to be damaged, although there was no visual damage seen. The device was set aside and not used for the procedure. Another device was used to successfully complete the procedure. There was no patient involvement or no clinically significant delay in the procedure reported. There was no additional information received. The returned device revealed a separated outer member.